Event description:
An olympus representative reported to olympus on behalf of the customer that during endobronchial ultrasound procedure, the balloon fell off the scope and fell into the laryngeal mask airway tube. The balloon was retrieved, and the procedure was completed. Request for additional information was made, however, unsuccessful. There were no reports of patient or user harm associated with this event.